Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, it was noted that the right ventricular lead exhibited noise. No intervention was performed. The patient was in stable condition and will continue to be monitored.

Event description:
Related manufacturer report number: 2017865-2022-43813. New information received notes that the atrial and right ventricular lead exhibited pacing inhibition due to noise. Upon revision, insulation breach was noted on both leads. Both leads were capped on (B)(6) 2022 and successfully replaced. The patient was stable and asymptomatic.